Event description:
Patient reported pain in left breast and malpositioning of the implant placed earlier this year. Patient taken to surgery for removal of the allergan ff-410475 bilaterally and had them replaced with another style of implant. No complications from this surgery. This implant is on the recall list from july 24, 2019.